Event description:
It was reported that the patient fell downstairs, after which the ilet sustained physical damage and became nonfunctional, leading to loss of insulin delivery and subsequent hyperglycemia while using a g7 cgm; a replacement ilet was arranged and the original was returned. Symptoms included loss of consciousness, dizziness, vomiting, and diabetic ketoacidosis. Outcomes included hospitalization, medical intervention with intravenous insulin, potassium, and magnesium, and temporary discontinuation of ilet therapy with use of short-acting insulin as backup. Investigation included review of complaint details and return of the device for assessment. Investigation of this case revealed damage consistent with external impact, with the device rendered inoperable due to trauma rather than an internal malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-environmental factors resulting in device damage and consequent hyperglycemia.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.